Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported by maude event report (mw5067066) the physician performed a novasure endometrial ablation (exact date unknown) and the patient was discharged home. Sometime post procedure the patient had "uterine infection, bladder infection, ovarian cyst post ablation syndrome". The patient underwent a hysterectomy (exact date unknown). We have been unable to obtain additional information surrounding this event.